Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient's lead and battery were explanted due a loss of therapeutic effect, stimulation in the wrong location, and less than 50% therapy relief. It was stated, the patient reported the "paddle lead was not placed in the right area and that she was not getting the coverage that she had during the trial." It was stated "the surgeon had difficulty advancing the paddle lead to the sweet spot" and could not get coverage for the patient's pain. It was also stated, the device battery site was uncomfortable. It was also stated, the patient needed an MRI and had requested removal of the lead and device battery. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis for the ins revealed it was functioning okay. There were insignificant anomalies. Final device analysis for lead indicated the body was cut thru and segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.